Event description:
A caller reported a malfunction on the pump, identified by the malfunction code malf 12. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. After the reset, the malfunction did not recur, and the customer was able to continue using the pump.